Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-15290 and 2938836-2019-15288. It was reported that the physician requested a device interrogation for the system and was noted that the patient has a device infection and the entire system will be explanted. On (B)(6) 2019 the entire system was explanted due to infection. The patient is not pacing dependent. Patient tolerated the procedure well and the patient was stable after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.